Event description:
The territory manager (tm) of a male patient contacted lifecor customer support to report that he was reading the newspaper and saw the obituary of a pt he fit in 2008. Support spoke to the pt's wife the following month. She stated that the pt was wearing the vest at the time. She stated that the death was cardiac related. She also stated that the doctor explained to her that the vest did now treat because the pt's heart rate had slowed down so low that it just stopped. She stated that the pt had fallen in the bathroom and wanted to rest before calling the emergency medical services. She told support that she sat on the floor with pt and a pillow and fell asleep. She said that the pt was snoring for a moment and then made a sound of discomfort. She asked the pt if he was comfortable and he said, "I'm not in any pain." He went back to sleep. A few moments later the device announced "device disabled, call ambulance." Pt's wife called the ambulance.

Manufacturer narrative:
Device manufacture date: monitor, electrode belt- 2008, battery packs - 2008. Device eval: all the equipment was fully functional. It was refurbished, retested and restocked. From the flags it can be seen that the device properly declared asystole. The asystole event declared is attached.